Manufacturer narrative:
Findings: pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. Pump had minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error customer's blood glucose was unknown mg/dl. The customer stated that it won't allow to fill cannula. The customer stated that there is no significant event leading to the alarm. Customer doesn't receive an e70 alarm. The customer stated that the device was not exposed to strong magnetic field such as MRI. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.